Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was later explanted and replaced.

Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a few days post-implant, there were high and unstable thresholds, intermittent loss of capture, and possible right ventricular (rv) lead dislodgement. Reprogramming was performed, and the patient remained hospitalized with a lead revision scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.